Event description:
It was reported that the external pulse generator had a sticky battery drawer that made noise. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery release and battery drawer were contaminated. It was also noted that the upper case, lower case, both bail covers and ring cover were broken and the ring was bent.